Manufacturer narrative:
The reported complaint of the a-setscrew came out of the device and was lost was confirmed. Analysis found the only way the setscrew would come out of the device is when the setscrew is stuck to the wrench tip and pulled out of the device through the septum. The setscrew will become stuck to the wrench tip due to incorrect wrench insertion into the setscrew by the user where the corners of the wrench are wedged into the walls of the setscrew inset. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrench. The device was found electrically normal.

Manufacturer narrative:
3191 - appropriate term/code not available - screw slipped and fell. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for an implant. It was noted that during the procedure, the set screw slipped and fell. The physician was not aware where it fell and couldn't find it. The lead could not be fixed to the pacemaker so the pacemaker was exchanged and the procedure completed. The patient was stable.